Event description:
Pt implanted in upper and lower vermilion borders in 1999. Onset of implant extrusion and swelling 7/18/1999. In 1999, the implant was removed and revised. The pt was treated with keflex 7/18/1999.